Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent comm loss with the connected devices. No patient harm was reported. Investigation summary: nihon kohden technical support (nk ts) recommended the customer check the lan cable. The customer unplugged and reseated the lan cable. The root cause is determined to be the facility's network environment. The customer reseated lan cable and the issue was resolved. A review of the serial number history shows no recurrence of the reported issue. Because most network and comm loss issues are due to hospital network settings, connection errors, or other use errors, issues of this type are unlikely to be caused by a device malfunction. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent comm loss with the connected devices. Nihon kohden's technical support (nk ts) had the bme disconnect and reconnect the local area network (lan) cable from the wall, which resolved the issue. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent communication loss with connected device(s). No patient harm was reported. Nihon kohden's technician had the bme disconnect and reconnect the local area network (lan) cable from the wall and when they did everything came back into communication. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns, but the model and serial number(s) were noted as no information (ni), as attempt(s) to obtain the information were made but no replies were received. Rns's: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent communication loss with connected device(s). No patient harm was reported. Nihon kohden's technician had the bme disconnect and reconnect the local area network (lan) cable from the wall and when they did everything came back into communication.